Manufacturer narrative:
(B)(4). The device has not been made available for manufacturer's investigation.

Event description:
A patient in (B)(6) was undergoing continuous renal replacement treatment on a prismaflex machine. The patient received the entire content of heparin when the syringe plunger latch was not applied to the syringe plunger. There was no serious injury to the patient and no medical intervention was required as a result of this event.